Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was "dysfunctioning." The caller was unable to provide any further clarification but noted the patient said the ins is "in MRI mode consistently". Caller was not with patient at time forcall for further troubleshooting. Technical services recommended following up with the patient for more info and/or having patient call.